Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: no new information for event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the setscrew came out of the box backed out prior to the hcp's use. From that point forward, the hcp could not get it to tightly secure the lead into the ins header. They tried numerous times to re-position the setscrew but nothing worked. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
Correction to PMA. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that there was an out of box failure at a stage 2 case that morning. The set screw was backed out too far at the beginning of the case. They had worked to get it back in track, but had to use a replacement device from the rep's trunk stock. No troubleshooting was performed at the time of the call. No patient symptoms or further complications were reported.